Event description:
During cerebral angiogram, md was administering glue (embolic fluid) to the target vessel and reported that he got some flush of fluid back towards the catheter and the glue hit the tip of the catheter and stuck to it. In an effort to withdraw the catheter from the glue, the catheter stretched and unfortunately fractured. We do not know the exact measurement of the retained catheter but it is approximately 3-4 inches. The remainder of this catheter was tucked into the external carotid artery (eca) where it will not cause any issues going forward per md and no flow compromise.